Event description:
A consumer reported via a company internet site that she had essure inserted in (B)(6) 2010, about five weeks postpartum. On an unspecified date, she began experiencing severe abdominal pain on her left side; bacterial vaginosis, yeast infections, and heavy vaginal bleeding with clots. She reports being hospitalized multiple times. In approximately (B)(6) 2013, she underwent a hysterosalpingectomy which also removed essure. The consumer believes that the left fallopian tube was perforated. Reportedly, her symptoms resolved after her surgery.